Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense channel, resulting in several diverted episodes. The noise could only be reproduced with deep breathing, and appeared to be myopotential oversensing. The device was reprogrammed to least sensitivity, which had been tested at implant, and this appeared to resolve the noise. The patient will be seen again in one month.